Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had leakage at the y adapter connection site. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8106236, our records show it was manufactured on may 13-23, 2018; it was determined that this is the only instance of leakage occurring between the adapter and tubing for this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample was submitted for evaluation and testing purposes. The provided unit was subjected to leakage testing and found to conform to product specifications. Additionally, visual evaluation of the device was unable to find any evidence of leakage. Investigation conclusion: without the ability to observe the reported failure mode, bd engineers were unable to determine the root cause for this event or to what degree the event was related to the manufacturing process. Bd will continue to track and trend for this issue.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had leakage at the y adapter connection site. There was no report of exposure, serious injury or medical intervention.